Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the device fired partially and then stopped. The user waited 30 seconds and pressed the fire button again, but the device did not fire. This occurred with 2 reloads. There was no reinforcement material used. A manual handle was used to complete the procedure. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.